Event description:
It was reported after 15 seconds of ablation in a branch of the coronary sinus a "pop" was heard. The power was set at 25w and the temperature was set at 45 degrees celsius. The doctor stated that this happened due to the decreased blood and/or fluid flow inside the vein. The pump flow was increased from 17 or 30ml/min which solved the problem. The procedure progressed, several more ablations were performed, all without further incident.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number is unk. The cause for the reported "pop" remains unk. Date (B)(4).